Event description:
It was reported that the patient had pain and swelling at the implant site since (B)(6) 2015 and wanted to know if there was a setting or something to make it go away. The patient also had a return of symptoms and the patient did not feel stimulation while therapy was on. It was further reported that the patient had a follow- up with their hcp and it was determined that the patient had a bad urinary tract infection and was given antibiotics were administered and the infection cleared up and was resolved. The amplitude was increased and the patient felt stimulation in the correct area. The patient increased from p 3.05v to 1.1v and felt stimulation. At first, the patient felt stimulation in the lower back area but confirmed they felt it in the bicycle seat area. The patient was asked to monitor symptoms and could increase more if no improvement was noticed. The patient¿s urinary symptoms were worse during their uti infection. It was also reported that the patient had a loss of therapy on (B)(6) 2015, and had a follow-up with their hcp where it was determined that it was a uti and was not resolved. However the outcome regarding this event is unclear. Further follow-up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va09b9j, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).